Event description:
(B)(4). I have had pain that has hospitalized me for days had me in ER a number of times and I had exploratory surgery and every test ran and I am a healthy (B)(6) yet I have felt like this 5 months after implanted and it has never quit only got worse my periods are so painful before and during more than ever. I have more than normal fatigue. The pain is so horrible it effects everything and everyone I am around there is a lot of things that have completely changed after having this.